Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection between a homechoice cassette and a solution bag was not tight and leaked during peritoneal dialysis therapy. The patient was connected at the time of this event. The renal therapy service agent had the care giver start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.